Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional called to report left side "lost some integrity and easily foldable and couldn't find any leaks". Later, healthcare professional reported ultrasound showing possibly ruptured implant. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: crease folding of implant: observed visibility/palpability: unable to confirm as it is a medical event not related to the device. Rupture : not observed. Additional observations: deformation observed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional called to report left side "lost some integrity and easily foldable and couldn't find any leaks". Later, healthcare professional reported ultrasound showing possibly ruptured implant. Device has been explanted and replaced.